Manufacturer narrative:
MFR received date: 18sep2019. Date of report: 01oct2019. The customer has put off repairs until parts can be ordered. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit powers on spontaneously intermittently. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 18jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the "select" button must be used to power the unit off. The technician recommended that the customer swap out the user interface board and power management board. The customer replaced the power switch overlay and front bezel, instead, and the issue persisted. The remote service technician advised the customer to replace the user interface and referred the customer to the service manual. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The customer reported replacing the user interface board and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.